Event description:
It was reported that the user inadvertently deployed an infusion set before performing the required press-and-hold to observe insulin drops, resulting in an incorrectly attached infusion set; the user disconnected, applied a new inset 6 mm site, then pressed and held to confirm drops and resumed insulin delivery without further issues. No reported symptoms or clinical effects. Outcomes included no interruption to therapy after correction and no alerts or alarms. Investigation included remote troubleshooting and user education on proper infusion set deployment and connector attachment. Investigation of this case revealed user technique error leading to an initial improper infusion set deployment that was resolved through correct reapplication and confirmation of drops before reconnecting. It was concluded, based on previously established findings for similar reports, that the cause was user technique error.